Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), noise, and high rate non-sustained episodes. The lead was partially explanted, capped, and replaced. The implantable cardioverter defibrillator (ICD) exihbited alert tones for an superior vena cava (svc) impedance alert. The lead is single coil with no svc and alerts have been programmed off. The device remains in use. No patient complications have been reported as a result of this event.